Event description:
Healthcare professional reported for right side "seroma and capsular contraction baker grade 4 in right breast via ultrasound and mammogram." Device was explanted with "total capsulectomy." "Due to peroperative existing seroma of 40 cc and atypical suspicious look of the inside of the capsule decision to send both cytology and total capsule to pathological analysis." Healthcare professional reported "confirmed diagnosis of bia-alcl," "t1n0m0." Pathological biomarker cd30+ was reported, but alk- was not reported.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2201 biopsy, f2203 imaging required. Continued e1 (B)(6). Date of diagnosis of alcl: (B)(6) 2023. A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, capsular contracture, baker grade IV, suspected bia-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade IV. Treating physician: dr. (B)(6). Implanting institution: (B)(6).

Event description:
Healthcare professional reported right side "pathology showing bia-alcl with tumor growth in the capsule. This occurred despite negative cytologies before surgery." Pathological biomarkers cd30+ and alk- have been received.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6b, h6.

Event description:
Healthcare professional reported for right side "seroma and capsular contraction baker grade 4 in right breast via ultrasound and mammogram." Device was explanted with "total capsulectomy." "Due to peroperative existing seroma of 40 cc and atypical suspicious look of the inside of the capsule decision to send both cytology and total capsule to pathological analysis." Healthcare professional reported "confirmed diagnosis of bia-alcl," "t1n0m0." Pathological biomarker cd30+ was reported, but alk- was not reported.

Manufacturer narrative:
Clarification d9: device not returned, only device photos were received. Device evaluation: visual analysis of the photographs identified: ¿ lymphoma-alcl-suspected: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed.